Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that it was observed that this cadd cassette reservoir first gave "no message" alarm and followed by "no disposable clamp tubing" alarm while in-use with a patient. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd medication cassette was returned for analysis in used condition without its original packaging. Visual inspection of the cassette showed no discrepancies. Functional testing involved connecting the cassette to a cadd-legacy plus pump. It was found that the cassette fully primed and connected and no alarms occurred during testing. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.